Manufacturer narrative:
MFR's report date 5/13/97. The pump was returned for investigation. Visual and functional testing was performed and the pump was found to meet all MFR's specifications. The accuracy was tested at several rates and passed all tests. No fault was found with the pump. We were unable to duplicate a pump mode change. To program the pump to switch from primary to secondary modes requires a minimum of four key presses. This report was filled out by the MFR. No patient info was provided by the user facility regarding this incident.

Event description:
An overinfusion of heparin occurred. Nurse had set up pump in primary mode at a rate of 20cc/hr. A different nurse had gone in room to check on patient and found pump had been switched to the secondary mode and at a rate of 100cc/hr. It is unknown if pump had changed to secondary mode and rate on its own or if another nurse had gone in and changed the pump. It is also unknown how long the pump had been running at the secondary rate. No patient injury resulted from this incident.